Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. Hi (greater than 600 mg/dl), hi, 159 mg/dl, 130 mg/dl, and 110 mg/dl 2. 359 mg/dl, 159 mg/dl, 135 mg/dl, 115 mg/dl, 110 mg/dl, and 115 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.